Event description:
A malfunction alarm was reported on the customer's pump, identified by malfunction code malf 5. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction recurs.